Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the pulse generator exhibited excessive battery discharge. No intervention was performed. The patient was stable and would continue to be monitored.